Event description:
It was reported that the patient underwent an explant underwent procedure for an unknown reason. Additional information was received that the patient was doing well postoperatively. The explanted device will not be returned due to facility policy. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Event date approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an explant underwent procedure for an unknown reason. No further information could be obtained despite good faith efforts.